Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level at the time of the incident was 44 mg/dl which was treated with food and blood glucose level at the time of call was 150 mg/dl. Customer stated that change in medication which had caused them to persistent low blood glucose. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was inactive at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.